Manufacturer narrative:
(B)(4). Batch number: p55w3u. Investigation summary: the analysis results showed that one ecr60g cartridge reload was returned unfired with 4 double drivers missing and 1 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic lung lobe surgery, could not fire when severing pulmonary tissue on the 3rd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.